Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the user squeezed the handle but the staple did not come out from the stapler during use. Therefore, the stapler was replaced with a new unit to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".